Event description:
During a coronary artery drug eluting stenting treatment procedur ethe taxus express2 8.8% 2.25x24mm drug eluting stent got stuck in the guide catheter befire it reached the target lesion. The device could not be moved forward or backward which prompted the complete removal of the guide and the stent system from the pt. The procedure was completed with a new guide catheter and stent system. The physician considers this event related to a deficient guide rather than a deficient taxus stent. No pt complications were reported.